Event description:
The contact stated the customer tested his blood glucose using a contour meter and another bayer meter (type unknown). The contour read 248 mg/dl, while the other meter read 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.